Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter (onetouch verio iq) read inaccurately high compared to another device. The reporter claimed obtaining a blood glucose reading of "175mg/dl" with the subject meter and "132mg/dl" on another device, performed within 30 minutes of each other. In addition, the reporter also quoted another subject meter to other meter comparison but was unable to provide specific results obtained during this comparison. Based on statistical methodology, the calculated difference of the glucose results which were provided exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. The second comparison is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.